Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issues. Reportedly the customer's blood glucose (bg) was "high"; although specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. Additionally, it was reported that the battery gauge was fluctuating. No additional information was provided.